Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for vertebral compression fracture of lumbar level 3 and lumbar 4. It was reported that the cement hardened prematurely in the vertebral body at l3, preventing removal of the curette and working cannula. The curette and working cannula were protruding from the stab incision at l3. Bolt cutters and a high speed drill were required to remove the protruding metal components. Part of the curette and working cannula remained within the patient's bone. A small incision was made at the level of the left l3 pedicle to facilitate removal of the exposed material. There were no patient symptoms or complications were reportedas a result of this event.